Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest twitching and ¿vibrations¿ in their chest. The lead was observed to be dislodged and was initially reprogrammed. About a week later, the chest twitching continued and the lead was then programmed off. The lead was later revised and remains in use. No further patient complications have been reported as a result of this event.